Event description:
It was reported an MRI was abandoned due to heating at the implant site. The patient was undergoing an MRI of the breast due to silicone implant rupture and the patient has an existing pectus support bar implanted. The MRI operator decided to perform the exam at 1.5 tesla magnet for the sake of safety. During the scan the patient experienced pain and heating in the chest. The exam was discontinued. The skin around the patient¿s sternum and under the breast was red and hot to the touch. Ice packs were applied to the chest wall. The patient has not returned for further breast MRI but has undergone hip and brain mris without incident. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided for these items. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00608. The event occurred in 2019. The implantation date was in 2018. Medical products: pectus system elongated pectus stabilizer, part# 01-3801, lot# ni; pectus system 12in pectus support bar, part# 01-3712, lot# ni.

Event description:
It was reported an MRI was abandoned due to heating at the implant site. The patient was undergoing an MRI of the breast due to implant rupture and the patient had an existing pectus support bar implanted. The MRI operator decided to perform the exam at 1.5 tesla magnet for the sake of safety. During the scan the patient experienced pain and heating in the chest. The exam was discontinued. The skin around the patient¿s sternum and under the breast was red and hot to the touch. Ice packs were applied to the chest wall. Attempts have been made but no further information has been provided.